Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported patient effects could not be determined. The reported treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a proglide device using the preclose technique. Suture placement in the left common femoral artery (lcfa) was achieved with two proglide devices using the preclose technique. Reportedly, during placement of the suture in the rcfa a suture break occurred. A cut down was performed. After the (aaa) procedure was completed and hemostasis was surgically achieved in the rcfa. Hemostasis was achieved in the lfca using the pre-placed sutures of the two proglide devices. After arteriotomy closure of the lfca, no pulse was found in the lcfa. An angiogram was taken and the lcfa was found to be occluded. A cut down was performed to re-open the lcfa. The lcfa was then surgically closed. The sheath sizes used to pre-place the sutures and during the aaa procedure were not available. There was a clinically significant delay in the closing procedure because of the cut down procedure. The physician is reported to be trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR numbers.